Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed that the atrial lead had dislodged. The lead exhibited loss of capture and sensing. The lead was explanted and replaced.